Manufacturer narrative:
Analysis: a review of the complaint details and physical inspection of the product was conducted. The returned device included the catheter shaft and separated balloon. The introducer sheath used in the case was not returned. This is important as the sheath used in the case may have been damaged prohibiting the deflated balloon from coming back through the introducer sheath. The details indicate that the balloon separated from the catheter shaft during the procedure. No other details were provided and questions sent to the institution were no aid in determining the root cause of the complaint. A review of the questions asked and the answers received are below as provided by (B)(6) hospital (B)(6). 1. Did any harm come to the patient? No. 2. What was the procedure? Unsure. 3. What was the target? Unsure. 4. Was the stent deployed? Unsure. 5. What was the disease state of the target? Unsure. 6. How long was allowed for balloon deflation? Unsure. 7. What was the contrast mix? 4 ml visipaque & 6 ml normal saline. 8. What size syringe was used for deflation? 20 ml syringe. 9. Did the physician have to apply force to withdraw the balloon? Unsure. 10. How many other devices had advanced through the sheath prior to the stent? Unsure. 11. Was the sheath noted to be damaged at all? Unsure. 12. Is the product coming back to us? Yes. The balloon from the case was examined to determine the root cause of the balloon separation from the catheter shaft. The balloon was very large still on the distal end as compared to the proximal end of the balloon. The proximal end of the balloon appears to have been withdrawn partially into the introducer sheath. The distal end of the balloon had not entered the sheath and was still very large in contrast to the proximal end of the balloon. This is indicative of a balloon that was not fully deflated prior to withdrawing the balloon back into the introducer sheath after stent deployment. To determine if the balloon had a leak that may have prevented the balloon from totally deflating, a touhy borst adapter was placed on the proximal end of the balloon and the distal tip block to prevent fluid from passing through the guidewire lumen. The balloon was able to be filled with water and no leaks were detected. The touhy borst adapter was removed and both ends of the balloon clamped so as to seal off the balloon. Firm pressure was applied by hand to the center off the balloon. Again, no leaks were detected. The shaft of the catheter was inspected and had separated from the balloon at the distal end of the thermal balloon bond weld. The diameter of the shaft had been reduced greatly as the shaft had been pulled hard enough to stretch the shaft at the bond location necking the shaft down until the bond broke. As no questions were answered adequately it is not known why such force was applied to the catheter. The shaft under the balloon was also inspected. The shaft has two skive inflation holes that the fluid path takes to inflate the balloon. The skive holes are inspected 100% during the manufacturing process to ensure they are the proper size and location per mp009144 revision ak distal skiving, otw stent delivery, 5-10mm. Both skive holes were present and the patency of the skive holes were inspected by sealing of one end of the shaft and again pressurizing the shaft using a touhy borst adapter and a syringe. Fluid was seen exiting both skive inflation holes as expected when pressurized. The inflation manifold of the device was also inspected. The manifold inflation port has two skive holes that correspond to the inflation skives in the shaft under the balloon. Both inflation skive holes in the manifold were present and patent. Fluid was seen exiting each skive hole when pressurized as expected. During the manufacture of the proximal skive process samples at the beginning, middle and end of the process are measured by quality control inspectors to ensure the skive holes are the correct dimension and location per manufacturing procedure mp009145 revision al shaft proximal skiving, otw stent delivery, 5-10mm. A full review of the device history records indicates that this lot of advanta v12 covered stent delivery systems passed all quality and performance requirements. The balloon bond tensile strength of every lot manufactured is tested to ensure the integrity of the balloon bonding process. The device history records show that the lowest bond strength realized was 22.8 newtons (n). The minimum requirement is 15 n. The proximal balloon weld tensile requirement was exceeded by over 7 n. This inspection requires that the catheter lot must pass the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (7fr). ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. ¿ ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) ¿ stent retention testing. Stent must have retention = 5.5n. In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: 1) balloon hole skive dimensional verification. 2) stent securement testing. 3) proximal balloon weld tensile testing (minimum tensile strength = 15n). 4) distal tip tensile testing. 5) catheter leak check. This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. Atrium medical only releases production lots that have passed the aforementioned performance and quality requirements. Conclusion: based on the review of the complaint details, physical product evaluation and the device history records review. Atrium medical cannot conclude that there was an issue with the product in question. Based on the case details and investigation results there is a possibility that the balloon was not allowed sufficient time to deflate prior to withdrawal back through the introducer sheath. The instructions for use specify to allow the balloon 40 second to deflate prior to withdrawal back through the introducer sheath. There is also a possibility that the introducer sheath used in the case was damaged preventing the balloon from being able to be withdrawn back through. This cannot be confirmed as the sheath used in the case was not returned.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The physician was doing a case when stent balloon broke inside the patient . He was fortunately able to remove the balloon .